Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, urinary incontinence, painful intercourse, painful bladder spasms, neuropathy, voiding difficulties, and leakage. No further information has been provided.